Event description:
Treatment of an ophthalmic aneurysm. It was reported the pipeline was not fully opened during deployment due to tortuous anatomy and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).